Manufacturer narrative:
Device evaluation summary. Device evaluation of battery (B)(4) has been completed. The reported problem (unable to power on a monitor) was confirmed. Upon investigation the battery was unable to power on a monitor. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery.

Event description:
A us distributor contacted zoll to report that battery (B)(4) was unable to power on a monitor.